Event description:
I have developed a lesion in my right nostril and another starting in my left which improves over time, but I have to get the test done every week as I am a nurse. The other symptom I have been experiencing is: a burning sensation which then extends into my sinus cavity. The feeling "wraps" around my head like a band and from that band up, starts a headache which makes my head feel like it's in a vice grip. This sensation and headache lasts for approximately 2 hours. All that remains afterwards is the burning sensation in my nostrils which lasts up to 3 days. Unfortunately this is getting worse every week. I don't want to have to miss work, but I might not have a choice. What chemical is on the swabs?; this is the nasal swab. FDA safety report ID# (B)(4).